Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter allegedly displays blood sample may be too small or strip is defective when performing blood glucose test and the issue was not resolved with troubleshooting.